Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hospitalized within the ICU for 1 week due to hyperglycemia that lead to ketoacidosis [diabetic ketoacidosis] hospitalized again at ICU due to ketoacidosis and repeated hyperglycaemia [diabetic ketoacidosis] the pen injected insulin (4 u) normally and the pen continued releasing insulin drops, mentioned that the adverse event resulted from the np4 issue (inaccurate doses) [device delivery system issue] the cartridge holder detach from the pen [device issue] vomiting [vomiting] hcp/physician in hospital advised to take doses of novo rapid insulin using the syringe [off label use] the needle attached to the pen in between injections. [Product storage error] patient is using the dialing clicks to estimate the dose of the product [wrong technique in product usage process] case description: this serious spontaneous case from egypt was reported by a consumer as "hospitalized within the ICU for 1 week due to hyperglycemia that lead to ketoacidosis(diabetic ketoacidosis)" beginning on (B)(6)2024, "hospitalized again at ICU due to ketoacidosis and repeated hyperglycaemia(diabetic ketoacidosis)" beginning on (B)(6)2024, "the pen injected insulin (4 u) normally and the pen continued releasing insulin drops, mentioned that the adverse event resulted from the np4 issue (inaccurate doses)(inaccurate delivery by device)" with an unspecified onset date, "the cartridge holder detach from the pen(device component detached)" with an unspecified onset date, "vomiting(vomiting)" beginning on (B)(6)2024, "hcp/physician in hospital advised to take doses of novo rapid insulin using the syringe(off label use)" with an unspecified onset date, "the needle attached to the pen in between injections.(device stored with needle attached)" with an unspecified onset date, "patient is using the dialing clicks to estimate the dose of the product(wrong technique in product usage process)" with an unspecified onset date, and concerned a 14 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) ((11 iu before breakfast/12 iu before lunch/11 iu before dinner),) from (B)(6) 2011 and ongoing for "type 1 diabetes mellitus", patient's height: 158 cm. Patient's weight: 52 kg. Patient's bmi: 20.82999520. Dosage regimens: novopen 4: novorapid penfill: (B)(6) 2011 to not reported (dosage regimen ongoing). Current condition: type 1 diabetes mellitus (since (B)(6) 2020). Patient did not take any concomitant drugs. On an unspecified date, caller complained that her daughter's novopen 4 didn't inject insulin accurately. By adding a new needle (free fine) (non-nn needle - non codable), the pen injected insulin (4 u) normally and the pen continued releasing insulin drops. On an unspecified date in (B)(6) 2024, patient suffered from hyperglycemia leads to ketoacidosis. On (B)(6) 2024, patient was hospitalized within the ICU for 1 week due to hyperglycemia that lead to ketoacidosis. On (B)(6) 2024, patient experienced vomiting. Caller mentioned that the adverse event resulted from the novopen 4 issue (inaccurate doses) as patient's bgl (blood glucose level) was controlled after taking doses of novo rapid insulin using the syringe as recommended by the hcp/physician in hospital. On (B)(6) 2024, the patient recovered from diabetic ketoacidosis and was discharged from the hospital on an unspecified date, patient's fbg (blood glucose), ppbg (blood glucose), rbg(blood glucose) were reported as 287 mg/dl, 544 mg/dl,500 mg/dl respectively. On an unspecified date, patient's hba1c (glycosylated haemoglobin) was reported as 13 %. On an unspecified date in (B)(6) 2024, patient experienced ketoacidosis and repeated hyperglycaemia. On (B)(6) 2024, patient was hospitalized again at ICU and discharged on (B)(6)2024 and still not yet recovered on an unknown date, the cartridge holder detach from the pen body accidentally or intentional and after assembly the patient checked the insulin flow the patient haven't recently changed from another novopen to the current novopen. Patient in general reuse the needles and attached to the pen in between injections. The force needed to inject didn't feel different from normal. The insulin used isn't suspension. The patient is using the dialing clicks to estimate the dose of the product. The needle attached to the pen in a 180 degree angle (straight on) the insulin in used is stored in refrigerator. So patient was advised that the insulin in used should be preserved in room temperature and not to reuse the needle and not to be kept in between injection. No recently changed in diet or exercise level. Batch numbers: novopen 4: jvgw306. Novorapid penfill: pr7va95. Action taken to novorapid penfill was not reported. On (B)(6) 2024 the outcome for the event "hospitalized within the ICU for 1 week due to hyperglycemia that lead to ketoacidosis (diabetic ketoacidosis)" was recovered. The outcome for the event "hospitalized again at ICU due to ketoacidosis and repeated hyperglycaemia (diabetic ketoacidosis)" was not yet recovered. The outcome for the event "the pen injected insulin (4 u) normally and the pen continued releasing insulin drops, mentioned that the adverse event resulted from the np4 issue (inaccurate doses) (inaccurate delivery by device)" was not reported. The outcome for the event "the cartridge holder detach from the pen (device component detached)" was not reported. On (B)(6) 2024 the outcome for the event "vomiting(vomiting)" was recovered. The outcome for the event "hcp/physician in hospital advised to take doses of novo rapid insulin using the syringe(off label use)" was not reported. The outcome for the event "the needle attached to the pen in between injections.(device stored with needle attached)" was not reported. The outcome for the event "patient is using the dialing clicks to estimate the dose of the product(wrong technique in product usage process)" was not reported. Since last submission the case has been updated with the following: -operator of device, trained user were changed for novopen 4 -annex a codes added -device narrative updated accordingly. -new events 'wrong technique in product usage process, device stored with needle attached, device component detached' were added. -hospitalization end date added for diabetes ketoacidosis. -narrative updated accordingly. References included: reference type: e2b company number reference ID#: (B)(4) reference notes: preliminary manufacturer's comment: 10-dec-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion reached. Company comment: diabetic ketoacidosis is assessed as listed event and vomiting is assessed as unlisted event according to the novo nordisk current ccds in novorapid penfill. Relevant information on medical history, any acute infection, stress or injury which can precipitate ketoacidosis, investigation results of faulty device and novorapid penfill are unavailable for complete causality assessment. Patient's underlying medical condition of type1 diabetes mellitus is a significant confounding factor for the development of acido-sis, vomiting and diabetic ketoacidosis. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill.

Event description:
Case description: investigational results: name of the suspect: novopen 4. Batch number of the suspect: jvgw306. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities related to the observed problem were found. The batch documentation was reviewed and found to be normal. Name of the suspect product: novorapid penfill 3 ml 100iu/ml, batch number of the suspect: pr7va95. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission,the case has been updated with the following information: investigational results added for the suspects novopen 4 and novorapid penfill 3 ml 100iu/ml. Is non reportable? Field was updated as "no." Malfunction field was updated as "no." Final report checkbox was ticked in EU/ca device information tab. Expected date of follow up report was removed from EU/ca device information tab. Imdrf codes (b, c,d,g) were updated. Narrative updated accordingly. Final manufacturer's comment: 31-jan-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. The batch documentation was reviewed and found to be normal. No conclusion reached. H3 continued: evaluation summary: name of the suspect: novopen 4. Batch number of the suspect: jvgw306. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities related to the observed problem were found. The batch documentation was reviewed and found to be normal.